Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during a routine check that, the cardiosave intra aortic balloon pump (iabp) alarmed gas gain in iab. There was no patient involvement reported.